Event description:
Boston scientific received information that this right atrial (ra) lead exhibited detection issues and impedance variations. As a result, bi-ventricular stimulation was not delivered, and the patient experienced worsening of dyspnea. Surgical intervention was done to resolve the issue. No further issues were noted following the procedure.

Manufacturer narrative:
Additional information was received that this lead is expected to be returned to boston scientific for analysis. This report will be updated if further information becomes available, or when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. There were no discernible setscrew marks noted on the is-1 terminal pin or on the ring. Surface electrocautery damage was noted in multiple places on the insulation and through to the conductor coil. Dried blood and body fluid were noted in the entire length of the lead insulation. Body tissue was noted in the helix. Resistance tests were completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. A pressure test was not performed due to the insulation damage. Damage to the lead was deemed to have been induced in the field. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should further information be provided.